Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The issue was reported to philips because the joystick is broken. There was no specific reported malfunction for the device. Nor what is defined by "joystick".there was no report of patient involvement.